Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2

Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced 2 cannula came out inless than 24 hours on (B)(6)2024. The site of insertion was abdomen . No further information available .

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
MDR (B)(4). MDR 3003442380-2024-26634. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes and date returned to mfg was added as well.